Event description:
The customer reported that after several activations, the blade would not retract for further use of the instrument. There was no pt injury reported. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.